Event description:
Customer reported feeling symptoms of hyperglycemia. Customer's device = 527 mg/dl at approximately 4 pm. At 6 pm, customer went to the hospital. Hospital device = 292 mg/dl. Customer was given insulin as treatment 30-40 minutes later. No controls were used. A request was made for return product and replacement product was sent.